Event description:
The contact for a customer called stating that the meter gave the same readings three days in a row. During the troubleshooting process, it was determined that there may be missing segments in the hundreds position of the display. The meter did count down properly. A request was made to return the unit for evaluation. In the meantime, a replacement unit has been provided.